Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. Half of the rv lead was cut and capped and the other half was explanted, and the lead was replaced. Patient was stable.

Manufacturer narrative:
The reported event lead sensing noise was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage. No other anomalies were found.